Event description:
It was reported that the patient had a high chromium revised right hip.

Manufacturer narrative:
An event regarding revision in a patient with high chromium involving a v40 lfit head was reported. The event was not confirmed. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Event description:
It was reported that the patient had a high chromium revised right hip.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).